Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Three brushes have had the top part broken off / loose part in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she bought oral-b power oral care refills crossection last week in (B)(6) 2017. The consumer stated that since then, three brushes had already had the top part broken off after only brushing a few times and the consumer described that there was a loose part in his/her mouth. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she experienced the issue with 3 brushes, and still had all of the brushes in his/her possession. No further information was provided.